Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Three days prior to the peritonitis diagnosis, the patient was hospitalized for an unreported indication. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with heparin injection (1000 international units (iu)/bags), fortum (1gm injection, route not reported), amikacin (100mg injection, route not reported), and vancomycin (2gm injection in every 5th day, route not reported) for peritonitis. A day after the onset of peritonitis, the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.